Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: n5n27j. Cat. No.: 5510-f-401, triathlon cr fem comp #4 l-cem, lot code: snp8j . Cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: blpr. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the patients' left knee was revised due to swelling and infection. Radical debridement with poly and patella exchange was performed.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. DHR indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined further information is needed. In this case no correlation between any specific device property and infection can be established. This pi case is not device related but has its root cause in an adverse mix of patient-related and procedure-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that the patients' left knee was revised due to swelling and infection. Radical debridement with poly and patella exchange was performed.